Event description:
The reporter states that upon placement of the probe in the operating room, the cerebral blood flow (cbf) value did not read as the surgeon expected. The surgeon observed that the cbf reading was low. The cbf reading continued to fluctuate throughout the next 72 hours while the product remained in the patient. The intercranial pressure (icp) value was observed to drop from normal initial range to a negative -5mmhg value after the monitor was turned off, and brought from the or into the post anesthetic care unit. (45 minutes elapsing).

Manufacturer narrative:
Product was returned for evaluation. One probe was too damaged (owing to extreme damage by customer) to facilitate testing or verify complaint. The second unit was tested; the failure mode reported by the customer could not be duplicated. Device history research (DHR) failed to reveal any anomalies during manufacture or inspection. Based on the reported information, and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.